Event description:
A report was received that the patient¿s device was not working. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s device was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that patient was able to charge the ipg and was doing well. There will be no further course of action.

Manufacturer narrative:
Additional information was received that the reason for explant was pain at the pocket site and inability to charge the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient¿s device was not working. The patient will undergo an explant procedure.